Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net, during transmission, the right ventricular lead exhibited noise and low impedance. The lead was capped and replaced. No status on patient condition was available.